Event description:
It was reported that during an atrial fibrillation procedure, a faradrive was selected for use. During preparation, when opening the package, the stop cock was broken. Product was not used during procedure. The device was replaced and the procedure was completed successfully. There were no patient complications.